Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. The customer¿s blood glucose level was unknown. It was reported that insulin pump had another pump error alarm. It was reported that they performed self test and pump error alarm recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly. Hardware low level failures alarm confirmed in insulin pump history due to broken trace at pin 1 on u1 keypad assembly. The motor arm cannot communicate with the main arm alarm is found in the formatted history file due to a software error.